Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Customer care assisted the user with a supervised sensor re-link followed by additional daily calibrations while the system was monitored. Post re-link monitoring showed calibrations aligned well with sg trends and the system was functioning as expected. The user agreed to continue using the system and calibrating as instructed; a separate case was created to address transmitter connectivity concerns. System data was confirmed as up to date, the territory manager was informed, and no further action was required. B4.date of this report 03 feb 2026. G3.date received by the manufacturer? 03 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.